Manufacturer narrative:
H10: the field service representative was able to verify reported issue. Performed ovp and est, and they passed. Replaced air inlet transducer and calibrated transducers. Service call was completed, and device meets all factory specifications.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their avea ventilator alarmed not ventilating. There is no patient involvement on the reported event.